Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The customer's blood glucose (bg) levels were 300-400 mg/dl and a bolus of insulin was delivered to address the bg level. The customer reported have had a cold for the last few days and thought that this was why the bg level was high. The customer declined tandem technical support's offer to troubleshoot to confirm the pump was operating as intended.